Event description:
It was reported that the right ventricular lead exhibited far field undersensing. No intervention was performed. The physician elected to continue to monitor. The patient was in stable condition.